Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One open box with twenty-nine unopened samples was received for analysis. Upon initial inspection of the returned samples, it was noted that the box corresponds to product code f2414h with lot number 105tkj, while the overwrap packets are associated with product code f2429 and lot number 106hz2. A further investigation was conducted due to the observed mismatch, revealing the following details: the box with lot number 105tkj was manufactured in san lorenzo site on jan/18/2025. The lot number 106hz2 printed in the overwrap packets indicates that it was manufactured in juarez site on feb/18/2025. Based on the findings of the investigation, it was concluded that the numbers were manufactured at different sites. Therefore, it is not possible that a mix-up occurred during the manufacturing process. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: *are there photos available for visual analysis? No picture available because the device has been returned. *were there any patient consequences? No patient consequence reported to the pharmacist. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that "concerning the product ethilon 4-0, ref f2414h, lot 105tkj: all the threads found in the box are part number f2429, lot 106hz2. The reporting nurse assures us that the box was new when opened, and based on our stock movements it is unlikely that the f2429 threads were changed in the department." No patient consequence reported to the pharmacist. Additional information was requested.

Manufacturer narrative:
Product complaint # :.(B)(4). Additional information: h6. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.